Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.